Manufacturer narrative:
See scanned page.

Event description:
A study coordinator reported that a male pt was hospitalization in 2007 for an infection of the proximal right tibia, approx 6 weeks after receiving op-1 implant as part of a postmarketing registry ("a post-marketing study to evaluate op-1 implant for use as an alternative to autograft in pts with recalcitrant long bone nonunions"). The pt received 1 unit of op-1 implant on the month before in conjunction with a stainless steel plate for a right proximal procedure well, and returned home. On 23 oct 2007, the pt presented with devitalized and purulent debris surrounding the plate during follow-up visit. A wound culture performed on original date, revealed 2+ staphylococcal aureus. Treatment included irrigation, debridement and placement of tobramycin and vancomycin antibiotic beads followed by a sterile compressive dressing. The surgeon additionally prescribed bactrim, cipro, keflex and vicodin. The event was continuing. The surgeon assessed the severity of the event as moderate and not related to op-1 implant. The pt was involved in a motorcycle accident in 2006 requiring an open reduction and internal fixation of the right tibia with a plate and screws the same month. An abscess of the right tibia was identified to be positive with pseudomonas aeruginosa on three months later. A culture performed in early 2007 again identified pseudomonas aeruginosa which was now found to be resistant to ciprofloxacin. On the following month, surgery was necessary for debridement of necrotic bone and soft tissue, and to remove the hardware. A culture done on the same day identified both methicillin resistant staphylococcus aureus and ciprofloxacin resistant pseudomonas aeruginosa. An add'l procedure on the right tibia was performed on the next month for bone graft placement and to remove previously placed antibiotic beads. No cultures were performed at this time. Osteomyelitis of the right tibia/fibula was diagnosed in one month later. No concomitant illnesses were reported. No add'l info has been requested.